Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The actuating dial and thumb button is non-functional.

Manufacturer narrative:
Examination of the submitted device found the dial and thumb button non-functional. The root cause is attributed to product design. On january 5, 2009, via (B)(4), miscellaneous changes were made to (B)(4) to address field complaints against the locking mechanism. No further corrective action required. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.